Event description:
Consumer reported complaint for display problem; customer stated the display screen on the true metrix air meter would go in and out. Customer stated that this issue has been occurring for two-three weeks. During the call, a back to back blood test was performed by the customer fasting and produced test result of 120 mg/dl using true metrix air meter. The test strip lot manufacturer¿s expiration date is 01/27/2022. Product storage and open vial date were not disclosed. At the time of the call, the customer reported not feeling well; customer did not specify the exact symptoms she was experiencing. Medical attention was not needed at the time of the call. Coordinator had initially spoken with customer and transferred customer's information to technician. Technician was unable to contact the customer via telephone, no further information was able to be obtained.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes (unspecified by customer). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.